Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this device was implanted successfully and reconnected to the chronic right ventricular lead. Post procedure, acceptable measurements were obtained. However one day post implant, the patient presented to the emergency room after hearing device beeping. Interrogation revealed high out of range shock impedance measurements. The configurations were tested and distal to can was within range, however the triad configuration was out of range. An internal technical service consultant was contacted. It was thought this may be due to a "dry pocket" issue as the pocket was adjusted during implant to accommodate the new device or there may be a connection or lead integrity issue. A decision has been made to leave the configuration in distal coil to can. A defibrillation threshold (dft) test may be performed to confirm that this configuration is safe for the patient. No adverse patient effects were reported.

Event description:
Additional information was obtained. Subsequently, defibrillation threshold (dft) testing was performed with the shock vector programmed distal coil to can with successful conversion. Normal shock impedance measurements were obtained. No further surgical intervention was performed and no x-ray was performed. It was suspected there was a connection issue with the proximal coil to header. This device remains implanted and in service. No adverse patient effects were reported as a result of this issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.